Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured at approximately 24 atm. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, excessive applied pressure, or insufficient preparation prior to use. It was reported that the catheter was inflated above the device rated burst pressure (rbp), which could have contributed to the balloon rupture. Based on the incident info, it appears that the root cause of the balloon rupture was related to the circumstances during the procedure.